Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Updated fields: b5, h6 and h10. The e2, e3 and g2 fields were corrected based on information available at the time of the initial report submission. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the bending section cover (a-rubber) leaked causing fluid to invade the device. The fluid invasion caused an abnormality of electronic component, as a result the image flickered. The suggested event is detectable by handling the scope in accordance with the following sections of the instructions for use: "inspection of the endoscopic image." The suggested event is preventable by handling the scope in accordance with the following sections of the instructions for use: -do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the bronchovideoscope image was flickering. The issue was found during preparation for use and the procedure was completed with another device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the image was flickering due to defective charged coupled device unit. In addition to the reportable malfunction, the following were noted: the switches and video cable were worn; the insertion tube was from a third party repair; the bending cover had leakage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.